Event description:
A customer contacted beckman coulter regarding elevated accu-tnl results from 2 different pts that were generated by the unicel dxl 800 access instrument. The elevated accu tnl result was 1.17ng/ml for pt a. The elevated accu tnl result was 0.60ng/ml for pt b. The accu tnl results were reported out of the lab. The physician questioned the elevated accu tnl results for pts a and b and asked the lab to repeat the tests. The customer retested the original samples from pt and pt b for accu tnl. The repeated accu tnl result was 0.32ng/ml for pt a and 0.02ng/ml for pt b. The corrected reports were issued for both pts. No additional info was provided regarding this event. The customer info was provided regarding this event. The customer indicated that there has been no report of pt injury or change to pt treatment that can be attributed to this event.